Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with a motor error alarm during the basic occlusion test due to a loose and protruded drive support disk. Analysis was unable to perform the unexpected restart error test, the prime test, the excessive no delivery test, and the occlusion test, or verify the excessive no delivery or no occlusion alarm due to the motor error alarm. The insulin pump was received with a normal operating current. The insulin pump passed the self test and the off no power test. The insulin pump was received with minor scratches on the lcd window, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. The patient's blood glucose at the time of incident was 270 mg/dl. During troubleshooting the customer stated that they had changed the reservoir and infusion sets multiple times. The infusion set and reservoirs were changed every 2-3 days per proper protocol. The customer has also tried different cannula lengths. The tubing was not bent or kinked. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis; refer to section h10 for analysis results.